Event description:
It was reported that the patient¿s stimulator had high impedances. It was unknown if any action was required. An xray was done, but no results were provided. It was further clarified that an electrode had an impedance reading greater than 40,000 ohms. Therapy was on-going. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3387, serial# unknown, implanted: 2008-(B)(6), product type lead. (B)(4).